Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding a leaking cartridge near the septum. Customer's blood glucose level was not impacted.